Event description:
It was reported that the patient was evaluated by their health care provider (hcp) on (B)(6) 2013. The pump was increased 19% at 9:30 a.m. And by 2:30pm, it was noted the patient was in pain so he took one percocet (10 mg). At 6:30 pm, the patient was noted to be sick and experienced the sweats and vomiting which the patient indicated were signs of overdosing. The patient had been weaning himself off of the oral medications morphine and kadian. The patient was then down to taking oral percocet. The patient was considering taking half a percocet, 5 mg. The pump was delivering morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).